Event description:
Related manufacturer reference number: 2017865-2022-04116. It was reported that a patient presented in-clinic for an unrelated, routine generator change. Upon interrogation, it was found that the right atrial (ra) lead was found to have over-sensing of noise, and the right ventricular (rv) lead was found to have low r-wave sensing and high capture thresholds. No other lead issues were reported. The rv and ra leads were capped and replaced on (B)(6) 2022. The patient was stable throughout.